Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing intra-operatively, the suture¿s packaging was opened and found the sutures were separated from the needle and could not be used normally. Another suture was used to complete the case. There was no patient injury.